Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 300 mg/dl to 400 mg/dl. The customer also reported that the insulin pump had blank display. Customer states the display was not blank less than 30 seconds and,or did not return. Customer stated that display was not blank currently. Customer stated that battery cap was damaged. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.